Event description:
Rptr had a bilateral augmentation mammoplasty, by axillar approach, on 1/7/77. Her implants began to harden within two months & between 1979 & 1983 she underwent 11 closed capsulotomies. She complains of pain, deformity, breast mass which was biopsied in 1986, systemic colmplaints which began in 1977 but progressing since 1985 (rash, possible lupus, morning stiffness, arthralgias, myalgias, fatigue, joint swelling, dry mouth, nipple discharge, headaches). Dr believes she has atypical connective tissue disease.